Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4).

Event description:
A report was received that a patient was experiencing pocket site discomfort. The patient underwent an ipg revision where the pocket site was moved.